Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer was not experiencing the issue with the current cartridge; therefore, troubleshooting with tandem technical support could not be performed. Additionally, a minimum fill notification occurred after filling a cartridge with approximately 300 units of insulin. Customer reloaded the same cartridge to resolve the issue. The customer¿s blood glucose was 80-90 mg/dl.